Manufacturer narrative:
The device was returned to olympus for inspection. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the lg lens. There were no reports of patient involvement.